Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys ferritin (ferr) on the cobas 6000 e 601 module (e601). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 0.775 ug/l and repeated as 872.3 ug/l. No adverse events were alleged to have occurred with the patient. The ferr reagent lot number was 25232701, with an expiration date of (B)(6)2018.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.